Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached. Under the visual evaluation, no deficiencies were found along the catheter. Per the functional evaluation, an attempt was made to inflate the catheter balloon with 10 cc of a mix of tap water and blue methylene using a syringe and a water leak was found at the shaft, below of the bifurcation area on the inflation lumen to 0.5¿ of the bifurcation area. The reported issue was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon deflated. The patient received fluid bolus and lasix for low urine output. A short time later, the catheter was allegedly found outside of the patient with a deflated balloon. A new catheter was inserted and 1200 ml of urine was allegedly drained. It was later reported that upon receipt of the sample for evaluation, a mushroom was noted on the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon deflated. The patient received fluid bolus and lasix for low urine output. A short time later, the catheter was allegedly found outside of the patient with a deflated balloon. A new catheter was inserted and 1200 ml of urine was allegedly drained. It was later reported that upon receipt of the sample for evaluation, a mushroom was noted on the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon defaulter. The patient received fluid bolus and lasix for low urine output. A short time later, the catheter was allegedly found outside of the patient with a deflated balloon. A new catheter was inserted and 1200 ml of urine were reportedly drained.